Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise had been observed on the atrial lead which resulted in pacing inhibition. No patient symptoms were reported. It was noted that the lead noise was first discovered in (B)(6) of 2013. No intervention was reported. The patient would continue to be monitored through follow-up.